Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had issues with the battery life and her buttons sticking. Customer's blood glucose value was 150 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump continues to alert low battery then the battery did not last very long after she replaced it, after replacing the battery, her settings are cleared from the insulin pump. Customer stated that all of the buttons give her issues in which they are unresponsive. Customer stated that they observed time clock for one minute to time was advanced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2 or lcd keypad connector. No button error alarm during testing. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted.